Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during displacement test due to excessive axial play motor.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was 268 mg/dl at the time of incident. The insulin pump was returned for analysis.